Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the trailing was torn during insertion. The incision was enlarged to remove the lens. No suture was needed. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic along with a piece of the optic was torn off and missing. There was evidence of a clear surgical residue.